Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a procedure, the tap sleeve could not be put on the tap well and came off. The slit of the tap sleeve seemed to be wider. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) 4.5mm/3.5mm tap sleeve. This is report 1 of 1 for complaint (B)(4).